Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h4, h11. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that an impaction pad broke during a procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified signs of use with some gouges and wear and tear on the handle of the device. The strike plate has some witness/impaction markings. The grey impactor tip has fractured in two pieces and all the pieces were returned. There is some epoxy residue on the threads of the impactor tip as well. Measured the strike plate and the handle of the device. The device has a possible field age of 10+ years. The features of the fracture surface visually align with in which an overload fracture failure mode. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event a definitive root cause cannot be determined but the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.